Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow-up. Upon interrogation, the right ventricular lead exhibited low impedance. Fluoroscopy revealed lead damage near the clavicle. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead was capped and replaced on (B)(6) 2015. There were no adverse consequences to the patient.